Event description:
On jan 3, 2008, a clinical incident involving a magnum2 knotless implant was reported to arthrocare corp. It was reported that during an arthroscopic rotator cuff repair the surgeon deployed the bone lock of the implant and the sutures snapped. To complete the repair, the surgeon converted to a mini-open procedure. The surgery was completed without further incident and the pt is reportedly doing fine.

Manufacturer narrative:
The magnum2 inserter was returned for evaluation but did not include the implant. Upon microscope evaluation of the magnumwire cobraid suture which was attached to the inserter, there was evidence that the suture was abraded and cut. This can occur when the suture rubs against the wings of the anchor during the cinching process. This failure mode can be induced by incorrect alignment of the implant into the bone hole. Since the implant was not returned, no conclusion can be affirmed. Ref: arthrocare. MDR faxed to FDA 02/07/2008.